Manufacturer narrative:
(B)(4). Date sent: 12/12/2024. D4: batch # unk. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the inner shaft could not be placed into the sleeve. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 1/9/2025. D4: batch # c9dc05. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the b12lt device was returned with no apparent damage. In addition, the tyvek was returned along with the instrument. Further analysis showed that the device had a 11mm sleeve, which did not allow the obturator to be inserted through the sleeve. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.